Manufacturer narrative:
(B)(4).

Event description:
The patient contacted dexcom on (B)(6) 2014, to report that they experienced an intermittent antenna icon. The patient did not report any medical intervention or injuries. No additional event or patient information is available.